Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that the insulin pump alarmed no delivery thrice and he had changed his set once. The customer's blood glucose was 208 mg/dl. He was advised to disconnect at the quick release and perform a 5.0 unit fixed prime. He stated that the insulin did not exit. Insulin did exit with a manual plunger push. The customer was advised to run a manual prime until at least 5.0 units and noted that insulin did exit. The customer was advised that the insulin pump worked as designed and that the alarm may have been caused by a set/reservoir occlusion. The customer called back to report that the insulin pump alarmed no delivery again at 4.4 units into a bolus delivery. He was assisted with troubleshooting again and insulin did exit during a 5.0 unit fixed prime. He was advised that the infusion set and reservoir would be replaced.